Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ion selective electrode (ise) buffer syringe, ise buffer valve and the ise tubing to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for sodium (na) and potassium (k) on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.